Event description:
It was reported that a user experienced intermittent bluetooth connectivity and cgm signal loss between a dexcom g7 sensor and the ilet, for which the user was advised to toggle the cgm model setting between g6 and g7, restart the ilet, and wait for pairing, with the pairing code provided and blood glucose reported as unaffected. Symptoms included no adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education focused on device settings, restart procedures, and pairing workflow. Investigation of this case revealed a probable communication link issue between the cgm and ilet without evidence of device malfunction, consistent with known transient bluetooth pairing behavior. It was concluded, based on previously established findings for similar reports, that the cause was user¿device communication disruption consistent with use-related or environmental factors.